Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "sagging of the implant downward from the submammary fold and incision line¿, ¿breast asymmetry¿, and rupture, although it has changed its anatomical position in the capsule¿ this record relates to the right side. The device has been explanted.